Event description:
During an implant attempt of the subject device, fixation function of the subject lead, was reportedly abnormal.

Manufacturer narrative:
(B)(6) 2013 this event concerns a device that was manufactured and used outside the united states. Analysis is pending.